Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable/malfunctioning keypad, which was confirmed and reproduced during evaluation as an intermittent keypad response. Evaluation experienced intermittent operation of the #0, #1, #2 and #3 keys and the symptom was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad with "0 & 3 buttons not working." Any patient involvement, injury or medical intervention is unknown.